Event description:
It was reported that the atrial lead was repositioned twice during implant. Post-op the patient crashed and an echography was performed, revealing a pericardial effusion due to an atrial perforation. A pericardial tap was performed, but the pericardial sac was filling with blood again. Later that evening, the patient underwent open heart surgery to repair the tear in the atrial wall. The operation was successful and the patient was recovering.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.